Manufacturer narrative:
Patient identifier, age and weight were not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. (B)(4). Sorin group deutschland received a report that a patient experienced post-operative endocarditis 2.5 years after undergoing a valve replacement surgery that involved a sorin heater-cooler system 3t. It was also reported that the patient received a valve replacement. This issue was initially reported under a single medwatch report (medwatch number 9611109-2015-00525) because the serial number of the involved unit was not provided. Sorin group (B)(4) was later informed that the serial number of the heater-cooler that was used on this patient could not be determined, as the procedure took place 2.5 years ago and the customer does not record what equipment is used in a given procedure. A single follow-up report was filed to provide the serial numbers of all four (4) units that have been used at the facility, as well as the information that one of the units was scrapped and two (2) were inspected by a sorin group field service representative, with an inspection of the fourth planned, though the serial numbers associated with each machine status was unknown at the time. Follow-up communication with the customer has revealed that an additional unit was scrapped and so only 2 were investigated on site. The serial numbers were provided for the units that were investigated and for the units that were scrapped. A separate medwatch report is being filed for each machine involved (additional medwatch report numbers 9611109-2015-00525, 9611109-2016-00029 and 9611109-2016-00031). The unit in this report (16s10518) was investigated on site by the sorin group service representative and biofilm was discovered in the device. The internal tubings were replaced in response to this discovery. The customer has reported that they clean and disinfect their machines per the current IFU. They have also stated that they do not maintain records of the disinfection. Based on the observed biofilm in the water circuits of the inspected device, it was concluded that the issue was the result of the users failing to strictly adhere to the cleaning and disinfection instructions outlined in the current IFU. Through follow-up communication with the customer, sorin group (B)(4) has been informed that the customer has no further information that they wish to provide. No further follow-up is possible. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. The investigation is still on-going. The results of the investigation and any action taken will be provided in a follow-up report.

Event description:
Sorin group deutschland received a report that a patient experienced post-operative endocarditis 2.5 years after undergoing a valve replacement surgery that involved a sorin heater-cooler system 3t. It was also reported that the patient received a valve replacement as a result issue.

Manufacturer narrative:
A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.